Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On 09/03/2024, it was reported that the patient¿s cgm was reading 200 mg/dl, and the bg meter was reading ¿lower than 20 mg/dl¿. The patient lost consciousness. The patient¿s husband called 911. Ems arrived and the patient was transported to the ER. The patient was treated ¿injected sugar¿ to stabilize her bg level. The patient was discharged home the following day on (B)(6) 2024. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.